Manufacturer narrative:
H6: investigation summary: a photo regarding the defect has been received, showing the label. The analysis of the batch history (DHR), maintenance records and quality notifications were performed and no records were observed that could be potentially related to the incident. All batch retention samples, label control in the control plan were analyzed and no deviation was found. According to the production plan, the batches involved in the complaint are not subsequent. They were produced and transferred on different days and months to the distribution center, that is, there was no interaction between the lots at the plant. According to the analysis of the invoice, it is concluded that the box referring to the complained batch was not delivered correctly, since the batch number that is printed on the box does not correspond with the invoice. Thus, according to the investigation carried out, defect is not manufacture related. H3 other text : see h10.

Event description:
It was reported that a box of syringe plastipak 10ml s/su had incorrect label information during use. The following was reported by the initial reporter: "the batch of the product inside the box does not match the batch on the box label. Invoice 593286."

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a box of syringe plastipak 10ml s/su had incorrect label information during use. The following was reported by the initial reporter: "the batch of the product inside the box does not match the batch on the box label. Invoice (B)(4)."